Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device failed leak testing due to a cut and kink on cable. The damaged cable may have attributed to the reported event. A definitive root cause could not be identified. The most probable cause of the issue is was due to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. A labeling review was conducted. No anomalies were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, in preparation for an unspecified therapeutic procedure, the subject device presented a blurry image while being used with the telescope. The customer thought the blurry image was due to the scope and not the camera head. There were no reports of patient harm.